Event description:
Customer: (B)(4), 3d system: carto3 rf generator (stocker): manual mode (temperature cut off: 43) ablation catheter: navistar thermocool and celsius thermocool. After dr. (B)(6) mapped out (B)(6), he started to ablate the abnormal firing areas. There are some problems of system when dr. (B)(6) ablated abnormal area. We tried to increase power of stocker to ablate the abnormal firing areas but the temperature showed by stocker monitor did not change (30-34c) even power (30w-38w) increased. Dr. (B)(6) thought the temperature display was not correct and did not display real temperature of ablation areas. He worried that ablation areas of patient's heart were hurt by high temperature during ablation. So he changed ablation catheter (navistar to celsius) and changed the connection of catheter from carto3 piu to stocker. We found temperature showed by stocker (36-42c) was increased by power (28-34w) increased. As the reason dr. (B)(6) thought there are some problems of carto3 system when he did ablation by navistar thermocool. This problem happened 3 times in the same operation room with carto3 system. They also used carto xp to do the same procedure (paf ablation, same navistar thermocool, same manual mode of stocker), but this problem never happened.

Manufacturer narrative:
The additional information from customer (affiliate): we did not report the event beside c3. The customer thinks c3 caused this event. They replaced new lot of navistar thermocool catheter and wait to see the event in next case.(B)(4).

Manufacturer narrative:
(B)(4). The problem has not occurred again following the complaint. The user saw no need for the testing to be done despite multiple follow ups from biosense field service engineers. No conclusion can be drawn as the user declined technical service.